Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump's battery cap was difficult to remove. Customer also reported that the insulin pump's battery life was shorter than normal. Customer stated that the battery cap was damaged, but did not provide further details. Blood glucose level was 157 mg/dl at the time of the call. No further information was provided.